Event description:
A multicenter retrospective analysis of 847 patients receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, unilateral lumbar root decompression. In 2000, the patient underwent a primary left l5-s1 spinal root decompression. The patient presented with back pain. The investigator noted the event as mild in intensity. Back pain responded to oral anti-inflammatory medication and physical therapy. The outcome of the event resolved with treatment 9/00. The investigator noted this event as possibly related to the administration of adcon-l. The investigator noted a possible explanation for the event as a result of surgery, not a complication.